Event description:
As reported by a field clinical specialist (fcs), prior to the start of case. The patient's tortuosity was discussed. During the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the team's 1st attempt at deploying the 29 mm valve was over a safari extra stiff wire using a 16 french esheath plus. The sheath was placed over an amplatz super stiff wire. The 1st valve and delivery system entered the esheath and was advanced. The valve never exited the sheath into the descending aorta due to tortuosity. While attempting to advance, the area between the pusher of the delivery system and the valve kinked. The team attempted to try to reverse and change angle but they were unable to make forward movement at about the common iliac into the aorta. The decision was then made to try to remove the sheath and delivery system as a unit. They were able to bring the valve and sheath back to about the external iliac but then they got stuck. On fluoro you could see the whole vessel moving when they tried to advance to retract. The team then performed a cutdown with the vascular surgeon. Even after exposing the vessel the team had trouble removing the system and sheath. The vascular team then made a second incision and cutdown on abdomen to try and secure and free the sheath from the right external iliac. Eventually the surgeon was able to expose the distal end of the sheath through the abdominal incision, push the delivery system with valve crimped on it. The team then cut through the pusher of the delivery system and pulled off the distal end with the valve attached. They were then able to remove the remaining delivery system and sheath from the vessel. Next the vascular surgeon sewed a 10 mm conduit to the common iliac artery which we then placed a 22 fr gore dry seal through and deployed a 29 mm sapien 3 valve. The patient did receive one unit of blood during the procedure due to blood loss.

Manufacturer narrative:
Investigation is on going.

Manufacturer narrative:
Engineering evaluation of the returned delivery system indicated that the valve and delivery system never fully advanced through the sheath as evident by the unopened sheath tip. The investigation did not confirm any device defects or manufacturing non-conformances on the delivery system that may have contributed to the reported event. The delivery system and valve were within the sheath when withdrawal difficulties were noted and no non-conformances were discovered during the evaluation of the delivery system. As such this event is now being reported against the esheath (please reference related manufacture number: 2015691-2022-08039). Based on these results, this complaint on the delivery system is no longer considered to be a reportable event and a corrected report is being submitted.